Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, during the stapling. After a successful firing, stapler did place the staples, but did not simultaneously cut the tissue. They used another device to complete the case. No patient injury.